Event description:
Pt receiving chemotherapy infusion at infusion center. During infusion, rn identified chemotherapy leaking from carefusion texium primary tubing. Was not leaking from attachment site to bag. Was leaking somewhere along the tubing. Chemotherapy spilled on pt's personal belongings. Potential to have caused more significant harm (I. E., vesicant).